Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported uncorrected cylinder in the right eye at the one month post lasik visit. Patient had decreased vision and had a lasik enhancement done on the right eye.